Event description:
Caller states customer was feeling weak and disoriented after testing 418 mg/dl on the aviva plus system. Caller immediately took the customer to the hospital; approximately 15 minutes after the aviva plus result customer tested 63 mg/dl on a professional device. She was treated with a dextrose injection and low blood glucose symptoms improved immediately. Customer was released from the hospital a few hours later. Requested return of suspect device and replacement was sent.